Manufacturer narrative:
The reagent pack was received for investigation. A piece of plastic foil was observed inside the bead reagent bottle. The specific source of the plastic foil could not be determined. The customer did not perform calibration on the reagent pack in question. Qc was out of the acceptable range on (B)(6)2021 at 12:06 a.m. A reagent hovering alarm was observed on the alarm trace data from (B)(6) 2021at 8:30 a.m. The 4 patient samples were run between 11:11 a.m. And 1:41 p.m. Patients 1-3 with questionable low results were tested with the reagent pack in question. The repeat results were from a different reagent pack. Patient 4 with the questionable high result was tested only with a different reagent pack. The investigation determined the discrepant results for patients 1-3 were consistent with the piece of foil being inside the reagent bead bottle. The specific root cause for the discrepant results for patient 4 could not be determined. Product labeling states: "calibration must be performed once per reagent lot using fresh reagent (i.e. Not more than 24 hours since the reagent kit was registered on the analyzer)." And "controls for the various concentration ranges should be run individually at least once every 24 hours when the test is in use, once per reagent kit, and following each calibration." Good laboratory practice precludes running and/or reporting patient results when quality control has failed. A general issue with the reagent lot and instrument can be excluded.

Event description:
The initial reporter complained of an issue with one particular reagent pack affecting patient samples tested for elecsys troponin t hs stat (troponin t hs stat) on a cobas e 411 immunoassay analyzer. The reagent pack in question was installed on the instrument on (B)(6) 2021 and qc results were acceptable. On (B)(6) 2021 qc results were not acceptable. The customer repeated all patient samples run that day and the results for 4 patient samples were discrepant. Patient 1 initial result was <3.00 pg/ml with a data flag. The repeat results were 23.68 pg/ml and 23.99 pg/ml with a data flag. Patient 2 initial result was <3.00 pg/ml with a data flag. The repeat results were 72.04 pg/ml with a data flag, 71.93 pg/ml with a data flag, and 70.03 pg/ml with a data flag. Patient 3 initial result was 3.64 pg/ml. The repeat results were 18.59 pg/ml with a data flag and 18.88 pg/ml with a data flag. Patient 4 initial result was 20.31 pg/ml with a data flag. The repeat results were 4.52 pg/ml and 4.92 pg/ml. The initial results were reported outside of the laboratory. Upon completion of repeat testing, the results were revised. The e411 analyzer serial number was (B)(4).

Manufacturer narrative:
The customer noticed a piece of plastic foil in the microbead reagent bottle. The reagent pack was requested for investigation.